Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) teha3385, (tsv bellatek¿ encode¿ healing abutment 3.5mm (d) x 3.8mm (p) x 5mm (h)) for evaluation. Visual evaluation and a functional test was performed, the abutment had signs of use. It was functionally tested in-house implant and seats/engages, retains, and disengages as intended. DHR review was completed for the subject lot number 1256116. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256116 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged and disengaged with an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Impossible to screw the healing abutment. No impact to the patient.